Manufacturer narrative:
Precision studies were performed and they were within specifications. The investigation determined that the root cause was due to a leaking vacuum tubing leading to an insufficient cell rinse. The defective tubing was not available for further investigation. The service actions (replacing the defective and leaking rinse tubing and adjusting the cell rinse levels) resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
To verify the rerun results (on the same cobas pure c303 analyzer), the sample was then repeated on a c503 analyzer at the same facility. The field service engineer visited the customer's site and found a hole in a tube of the rinse unit. He replaced the tube. The investigation is ongoing.

Manufacturer narrative:
The creatinine and glucose reagents' lot numbers and expiration dates were not provided. The field service engineer visited the customer's site and replaced the rinse unit tubing. He also adjusted the acid, the basic, and the blank levels. Precision studies were performed and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with creatinine assay and glucose assay on a cobas pure c303 analyzer. Creatinine: initial result: 1.08 mg/dl. Repeat result: 1.34 mg/dl. Glucose: initial result: 30.40 mg/dl. Repeat result: 67.20 mg/dl. The customer validated the results manually and noticed that they did not match the patient's previous results. No questionable results were reported outside the laboratory and the sample was repeated.